Event description:
It was reported that there was a question as to quick battery depletion. The battery voltage was 2.68 v in the office, but 6 months earlier it had been 2.95 v. Save-to-disk review showed that the lowest value recorded was 2.92 v. It was further reported that the last in-office measurement was 2.19 v but review of device data showed stable voltages from 2.93 to 2.97 v. It was further reported that during telemetry the battery was 2.51 v, but review of device data showed it was between 2.89 and 2.96 v over the past two weeks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.69v, and the daily measurement taken the same day was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that there was a question as to quick battery depletion. The battery voltage was 2.68 v in the office, but 6 months earlier it had been 2.95 v. Save-to-disk review showed that the lowest value recorded was 2.92 v. It was further reported that the last in-office measurement was 2.19 v, but review of device data showed stable voltages from 2.93 to 2.97 v. It was further reported that during telemetry the battery was 2.51 v, but review of device data showed it was between 2.89 and 2.96 v over the past two weeks. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced.

Event description:
It was reported that there was a question as to quick battery depletion. The battery voltage was 2.68 v in the office, but 6 months earlier it had been 2.95 v. Save-to-disk review showed that the lowest value recorded was 2.92 v. It was further reported that the last in-office measurement was 2.19 v but review of device data showed stable voltages from 2.93 to 2.97 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event location. Corrected user facility occupation code. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.69v, and the daily measurement taken the same day was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.69v, and the daily measurement taken the same day was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.69v, and the daily measurement taken the same day was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.69v, and the daily measurement taken the same day was 2.96v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that there was a question as to quick battery depletion. The battery voltage was 2.68 v in the office, but 6 months earlier it had been 2.95 v. Save-to-disk review showed that the lowest value recorded was 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.